Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was respiratory failure, hypoglycemic induced encephalopathy, and diabetes. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected one week prior to death. The customer was not using sensors. The caller stated that the customer had neuropathy as well as low blood glucose with insulin pump use. On (B)(6) 2016, the customer was found unresponsive in his home. Ems took transported him to an ER, where it was determined that the customer required critical care. The customer was sent to another hospital and placed in the ICU. The insulin pump was removed to treat the low blood glucose. The customer was hospitalized for a week; he died when the ventilator was removed. The caller agreed to return the insulin pump.

Manufacturer narrative:
The insulin pump was returned with a duracell alkaline battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The stop idle current and run current measurement tests are within specification. No unexpected battery out limit alarm or displayable history crc check failed alarm noted during our testing. The insulin pump passed the dat test at 0.08765 inches. However, had displayable history crc check failed alarm in the alarm history due to corrupted history files. The insulin pump also had intermittent button response; unable to determine root cause of intermittent button response due to product preservation. The insulin pump was received with minor scratched display window, cracked battery tube threads and a scratched reservoir tube window. Data analysis: the download history file lists data from 09/15/2015 to 07/31/2016. Then time date change old value 01/01/2012 to new value 10/14/2012. The download history file then lists data from 10/14/2012 to 10/24/2012. Another time date change old value 01/01/2012 to new value 12/31/2016. The download history file then lists data from 12/31/2016 to 01/22/2017. There was no data for august 2016.

Manufacturer narrative:
The insulin pump was received with duracell alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. No unexpected battery out limit alarm or (B)(4) software anomaly error alarm noted during testing. Device passed the dat test at 0.08765 inches. However, unit had (B)(4) software anomaly error alarm in the alarm history due to corrupted history files. Device also had intermittent button response. Unable to determine root cause of intermittent button response due to product preservation. Device had minor scratched display window, cracked battery tube threads and a scratched reservoir tube window. Data analysis as follows. The download history file lists data from 09/15/15 to 07/31/16. Then time and date change old value 01/01/12 to new value 10/14/12. The download history file then lists data from 10/14/12 to 10/24/12. Another time and date change old value 01/01/12 to new value 12/31/16. The download history file then lists data from 12/31/2016 to 01/22/2017. There was no data for (B)(6) 2016. Device had intermittent button response due to flattened dome switch.